Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15oct2018. Multiple unsuccessful attempts were made to contact the customer; however, no additional information was obtained. No parts were returned to philips for evaluation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2018, (B)(6) 2018. Philip's field service engineer (fse) troubleshot the issue with the customer. It was recommended that the user interface be replaced on the unit. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the shut down display pops up on its own and the unit will not power off. There was no patient involvement. The event date was not specified; estimate used.